Event description:
The customer contact reported the device touchscreen does not respond when pressed. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen does not respond when pressed. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.